Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria. The physician recaptured and removed the wds from the patient. The wds was attempted to be flushed but there was difficulty noted due to the presence of a thrombus inside the wds on the core wire. The physician continued the procedure with a new wds and successfully implanted a closure device in the laa of the patient. There were no complications that were reported to have occurred as a result of this event.

Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria. The physician recaptured and removed the wds from the patient. The wds was attempted to be flushed but there was difficulty noted due to the presence of a thrombus inside the wds on the core wire. The physician continued the procedure with a new wds and successfully implanted a closure device in the laa of the patient. There were no complications that were reported to have occurred as a result of this event.

Manufacturer narrative:
Device eval by MFR.: the returned device consisted of a watchman flx delivery system with the implant in the sheath and blood in the device. There were numerous kinks in the sheath. There was tip damage as the tri-cuts were flared and there were abrasions within the sheath tip. There was dried thrombus on the sheath tip. Product analysis confirmed the reported event as there was dried thrombus on the tip of the device.